Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to the motor slide being over torqued and tightened on the base of the motor shaft. The problem isolated to the motor slide pad. The pump was unable to perform the full functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The motor passed the motor test. The pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.